Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a routine generator replacement, the wound site never healed completely. At a clinic visit approximately 7 weeks post implant, the wound was noted to be open with brown drainage. The right pectoral region had lateral margin dehiscence. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket infection and erosion. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.